Event description:
Boston scientific received information that this device was attempted and not used. During the implant procedure, the ventricular lead was hooked up to the device, multiple attempts to insert and remove the lead it exhibited high out of range shocking impedances of greater than 125 ohms. As a result the device was not used and the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.